Event description:
It was reported that the device was used during a hemorrhoidectomy. The device fired without incidence. The pt returned to the emergency dept on second post operative day with temperature of 103. The pt was admitted and xrays showed air in the abdomen. The pt returned to the surgery for the placement of a temporary colostomy with drains.